Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive. The patient was treated with dopamine drip. Two days post procedure, the dopamine drip was discontinued. Three days post procedure, the hypotension resolved and the patient was discharged to home with all anti-hypertensives on hold. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension is a known adverse event associated with the use of the carotid stent as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformancies which could have contributed to this complaint.